Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has not been returned for evaluation. We have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. It is possible if the product has been stored at a high temperature, this could have contributed to the reported issue. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during production. The device met all specifications upon release into distribution. The complaint history review found further instances of the reported event, currently being monitored, with actions being taken to reduce further instances. Clinical review reports: while using the allevyn gentle border dressing, part of the silicone remained on the cover and on the patient¿s skinned once removed. Per report, the remaining silicone was picked from the patient¿s skin. Although an injury was reported due to the reported silicone offsetting within the dressing, responses to clinical requests were not provided. It is unknown how the event was treated and the patient's current condition is unknown. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk file contains harms, relating to the dressing not adhering. However, as no details of harm have been provided, no further review is deemed necessary. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment on removal of the plastic cover of the dressing, part of the silicone came away from the foam and was still on the plastic cover. Also, on removal of the same type of dressing from the patients skin, bits of silicone were still on the skin and had to be picked off. An injury was reported